Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/03). Immucor technical support used a remote electronic connection method to assess test wells on the testing instrument on (B)(6) 2016.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.